Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the endoscopic image of the subject device on the monitor had abnormal color tone (green halation appeared) five to ten minutes after white balance adjustment. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the endoscopic image of the subject device on the monitor had abnormal color tone (the image became pink) for five to ten minutes, and also found that this phenomenon was caused by the ccd failure. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred from olympus service operation repair center (sorc) to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was not duplicated, and also found that there was no abnormality in the arrangement of the internal components in the camera cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be identified. However, based upon the investigation result, omsc surmised that the reported phenomenon might have been caused by an electrical short circuit inside the ccd circuit board/cable, or a temporary contact failure due to a foreign material caught between the electrical contacts of the video connector and the electrical contacts of the video system center, since there was no kink etc. Of the cable. If additional information is received, this report will be supplemented.